Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed no related loss of prime or no cartridge detected warnings. The pump was exercised for 24 hours with no loss or prime warnings or duplicated alarms. The force sensor calibration did not measure within specifications. The pump was opened and the force sensor resistance did not measure within specifications. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.